Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that during the recent bd clinical practice consultant site visit that it was decided that if there was a new under infusion, that the facility biomed department could re-calibrate the device, pm it and send it back out for patient use. The customer stated that a device that was involved with an under infusion on (B)(6) 2019 was recalibrated and pm'd on (B)(6) 2019 and put back into use. The device would not recognize a 1ml bd syringe option no matter what syringe was inserted into the barrel lock. Due to this, an under infusion of an unspecified medication occurred.